Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR 9618003-2019-07463 / device 20 of 29. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the wafer had an off-centered starter hole upon visual inspection prior to use. The product was not used.